Manufacturer narrative:
Customer reported that a pyxis anesthesia system received a database error popup while a patient was on the table. This error caused a delay to patient care. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded on complaint number (B)(6). A field service technician evaluated the device; the cause of this malfunction was determined to be a corrupted software application. The issue was resolved by a field service technician who restored the database from an available backup located on the server. This process is documented in knowledge article (B)(4). After completing those steps, the field service technician verified that the customer was able to access medications without complications.

Event description:
Customer reported that a pyxis anesthesia system received a database error popup while a patient was on the table. This error caused a delay to patient care. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1 patient identifier d4 model #, catalog #, and UDI # d5 operator of device e3 initial reporter occupation h6 investigation codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-feb-2020 to 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to database failure resulting in a delay in patient care. A field service engineer cleared the database, and verified customers were able to access medications. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that a bd pyxis anesthesia system received a database error popup while a patient was on the table. This error caused a delay to patient care. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There were no adverse events or injuries reported based on this event.